Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, occlusion. Description: during use, it was frequently observed that fluid did not flow when the positive-pressure connector was connected to the pre-filled catheter irrigator that flushes the tubing; occurred on may 6, 2026: lot no. 25085184, (B)(4) defective units. Additional information: please check the make and model of the relevant product connected to maxzero. -connect bd 10ml imported pre-fill. Please confirm what substance was being infused at the time of the incident? -not yet known, mainly in the pre-fill connection. Was the patient harmed? -no feedback yet. Was there an under-infusion? -no feedback yet.